Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported they recently had a spinal fusion surgery six weeks ago, and also had the ins battery moved from their left side to their right side and now need an adjustment on the spinal stimulator. The patient noted they will no longer use their current pain management doctor or clinic. The patient requested to have a local rep call them so they can go about getting an adjustment on their spinal stimulator.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.